Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was run over by a car. Customer's blood glucose level was 535 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.